Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when trying to fill two cartridges. A new cartridge was successfully filled resolving the issue. Blood glucose level was not impacted.